Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the display of the centrifugal pump 5 (cp5) became unresponsive during a procedure. There was no report of patient injury.

Manufacturer narrative:
A livanova field service representative confirmed that the cp5 touchscreen freezing up intermittently was reproducible. As a result, he replaced the cp5 control panel 60-02-60u sn:(B)(4) to resolve the issue. The field service representative then performed a functional verification test successfully. The unit is now back in service.

Event description:
Livanova (B)(4) received a report that the display of the centrifugal pump 5 (cp5) became unresponsive during a procedure. There was no report of patient injury.